Manufacturer narrative:
The reported event of lead noise was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression. The cause of the reported event lead noise was isolated to the insulation abrasion found on the lead. The helix was fully extended and clogged with blood and tissue. The measured full helix extension length was within product specification.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead had moved due to device migration. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise was observed on the right ventricular (rv) and atrial leads. Diagnostic imaging was performed and revealed that the leads were dislodged. The rv and atrial leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-02007.